Event description:
On june 5, 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a missing segments issue with the display. The patient indicated that the alleged meter issue started in the previous month, at approximately 10:00 am. The patient reportedly did not take any actions related to diabetes treatment as a result of the alleged issue. On an unspecified date/time during the time of concern, the patient developed symptoms of blurry vision and being sweaty. Around the same time, the alleged meter issue began, the patient reportedly received assistance in an emergency room (ER). However, it is also noted that the patient claimed she went to the ER because she reportedly could not test. The patient's blood glucose was tested on a ER/hospital and a result of "45 mg/dl" was obtained. The patient was treated with IV glucose. It would have been helpful to know the following information: what date/time the reported meter issue actually started, what date/time the patient actually received assistance in the ER, why the patient could not test before going to the ER, and what the patient's last successful meter reading was before the issue began. In addition, it would have been helpful to know what actions the patient took before and after the symptoms developed, and if the patient tried testing before and during the time he was symptomatic. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: based on the information provided, it is not clear as to when the alleged meter issue began in relation to the medical intervention. The patient reportedly sought attention from the ER because she could not test, due to the reported issue. She reportedly had symptoms and received treatment for severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.